Event description:
A cartridge alarm 20 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge using the proper load technique, and the issue was resolved, allowing the customer to resume insulin therapy successfully.